Event description:
It was reported that a device was programmed to detections on, not used, and put back on the shelf. Oversensing, impedance out of range, and a couple of shocks for oversensing occurred while the device was on the shelf. The device was not used. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).